Event description:
It was reported, the pt's ipg and charger "have not worked" in three yrs. No further info is available at this time as the pt is in a rehabilitation facility after experiencing a stroke.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.